Event description:
It was reported a ballon ruptured on the first inflation at two atmospheres during a subclavian angioplasty procedure of a highly calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed the shaft under the balloon was corkscrewed and cut in two pieces. A kink was located at the strain relief and the shaft was cut 80.5 centimerters from the distal tip. The balloon could not be inflated because the shaft was cut. Submerging the balloon under water revealed a leak in the proximal transition zone approximately one centimeter proximal to the proximal radiopaque marker. The balloon surface was scratched. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft and contact with a sharp, external source, scratches on the balloon surface. Follow up indicated the balloon shaft was cut after the procedure was completed. It was indicated this device was used in a non indicated procedure and the lesion was highly calcified. Co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus... Any use for procedures other than those indicated in these instructions is not recommended...to prevent balloon burst, do not exceed the maximum rated burst pressue stated on the catheter's package label. If the balloon burst, do not exceed the maximum rated burst pressure stated on the catheter's package label. If the balloon does rupture or loss of pressure within the balloon occurs, immediately discontinue the procedure. Do not re-inflate the balloon. Deflate the balloon completely and carefully remove the balloon over the guidewire."